Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 70% stenosed lesion was located in a mildly calcified and mildly tortuous left anterior descending artery (lad) and circumflex (cx). The 3.0x8mm quantum maverick monorail balloon was first used in the cx and inflated four times to twenty, twenty two and twenty four atmospheres. The same balloon was used in the lad. The balloon burst when it was inflated to twelve atmospheres. The balloon was removed intact. Another 3.0x8mm quantum maverick balloon was used but unable to cross the lesion. The procedure was completed with another of the same device. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).